Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic for a follow-up on (B)(6) 2019 and was complaining of ongoing yellow drainage at the drive line exit site without associated pain, fever, chills, or erythema. Cultures were sent and dressing was changed. Infectious disease was consulted in clinic and recommended starting the patient on doxycycline 100 mg bid and ciprofloxacin 500 mg bid. A CT scan was ordered and results showed no acute pathology in the abdomen or pelvis. Culture results showed no growth to date as of (B)(6) 2019. The patient was sent home from the clinic with plans to return for a follow-up.